Event description:
It was reported that the patient's gabalon dose was titrated from 70 mcg/day in early 2008 up to 77 mcg/day as of the following month. The pt experienced somnolence the same day. The gabalon doses were increased from 82 mcg/day the following month, up to 110 mcg/day as of early 2009. Approx two months later, the patient was taken to the hospital with systemic convulsions and was started on aleviation. The following month, the aleviation was stopped. Fifteen days later, the patient was seen for somnolence and "heavy-headedness". Three days later, the patient experienced generalized convulsions and the dose was decreased to 80 mcg/day. On the next day, the patient experienced generalized convulsions and somnolence. Three days later, the dose was decreased to 60 mcg/day and the symptoms of the adverse reaction improved; the patient was recovered. The reporter determined the events to be "not serious". The patient was somewhat anxious over the increased rigidity. Per the reporter, at implant, the hcp placed the catheter tip high in the thoracic spine so that the patient would see results in his upper limbs. The incision was made at t 7 and the catheter tip was placed at t1 which was higher than the recommended site (t10). Per the reporter, it was likely the patient experienced the adverse reactions, including somnolence, convulsions, and heavy headedness, at a very low dose of gabalon intrathecal, due to the t1 position of the catheter. The patient's family was very concerned about the patient; the hcp planned to move the catheter to the t10 placement within the year.